Event description:
Per the clinic, the patient experienced tenderness, infection and skin reaction at the abutment site. Subsequently the patient was prescribed an oral antibiotic (date and duration not reported). On (B)(6) 2014 the patient was administered general anesthesia to facilitate an abutment removal, wound irrigation and skin excision to clean the wound edges. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.